Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and the membrane. The extension and pressure tubing were also returned. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter and y-fitting was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.05cm in length. The reported alarm and blood in tubing problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that on (B)(6) 2017 intra-aortic balloon (iab) insertion was provided on a patient. On (B)(6), balloon rupture occurred and blood was found in the catheter tube. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 intra-aortic balloon (iab) insertion was provided on a patient. On (B)(6), balloon rupture occurred and blood was found in the catheter tube. No patient injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that on (B)(6) 2017 intra-aortic balloon (iab) insertion was provided on a patient. On (B)(6), balloon rupture occurred and blood was found in the catheter tube. No patient injury was reported.